Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving unknown drug via an implantable pump for peripheral neuropathey non-malignant pain indications for use. It was reported that the patient's pump has been alarming every hour or so for some time now but then yesterday started alarming every minute with a sound consistent with the critical alarm. The healthcare provider (hcp) did not not have a programmer to check the pump. Transferred to the national answering service (nas) to contact local rep. They have not used the pump in 'a number of years,' but the pump alarm started 'last friday at 4:00 pm and about 4:00 am on saturday somehow got it to stop and then yesterday at 3:00 pm it started again, and I can't get it to stop. ¿the patient described the pump alarm occurring 'every 60 seconds for about 15 seconds roughly, then it stops, then 60 seconds later,' then stated then stated, '45 seconds later,' the pump alarm goes off again. The patient mentioned that 'it would beep every hour on the hour ,' (which agent understood as noncritical alarm due to pt abandoning therapy),' and they had not seen a pain doctor is 12 years. The patient was in urgent care and the hcp was trying to request a medtronic representative to assist them. The patient stated that the pump drugs were 'a combo of a type of morphine and prialt. The patient said, ¿I believe there was one other drug, like fentanyl, or something like that, but morphine and prialt for sure.' Additional information was received from a company representative (rep) stated that the patient's pump had been end of service (eos) for years and last night he heard his pump alarm critically (every 60 seconds?) And she was called in to an urgent care to silence the pump. The technical services (tss) asked if caller had an envision programmer and caller stated she does not. The tss walked caller through how to permanently shut down a pump that has already reached eos but explained because this is an older pump, it may require the older model programmer to shut down. The tss also discussed the two alarm intervals the pump would make and told her to rule out if this was the pump. The patient no longer has a pump managing physician/previous drug information was unknown. It was noted that while in the waiting room, prior to interrogating the pump, she did her the critical alarm going off every 60 seconds. The rep stated that she interrogated the pump and eos alert comes up when she selects update, it loops back to the eos alert. The alert on the home started says "pump can no longer be updated" and no workflow was available. A reset and alert occurred on the home page. S ince she interrogated the pump, she has not heard the pump alarm. The technical service (ts) reviewed that the alarm may have silenced. The ts recommended that if or when the pump starts alarming again, she should attempt to silence the alarm usingthe eos. The pump continued to alarm. Discussed that this will continue to occur until battery stops resetting. Discussed explant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.